Manufacturer narrative:
No patient was involved in the event or use of the product. Information regarding expiration date and manufacturer date pending. Initial reporter e-mail address nor occupation was not provided. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made. The lot number of the product was provided and did include the solvent improvement change. 3m continues to monitor these types of complaints. End of report.

Event description:
It was alleged that a 3m ranger(tm) high flow blood/fluid disposable set leaked during priming. Incident occurred prior to patient use. The type of fluid was not indicated.